Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the performa system: 5.6 mmol/l (20:43), 3.2 mmol/l (20:49), 5.3 mmol/l (20:51), 3.0 mmol/l (20:52), 5.4 mmol/l (20:53), and 3.1 mmol/l (20:58). Low blood glucose symptoms were reported with these results. Customer was able to self treat. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips.